Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable before, during, and after the procedure.